Event description:
Customer reported a malfunction alarm identified as code malf 9, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and cts provided pump reset information, assisting the customer in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Cts instructed the customer to call back if any malfunction code recurs, and this was acknowledged and understood by the customer.